Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with failed battery alarm. The blood glucose was unknown at the time of the incident. Customer also reported back light anomaly, low battery alarm also. It was reported that, the insulin pump light function has not worked few days and the battery does not last long and the diabetic nurse told to ring us to get new pump. Customer tried to turn light on one day during the night and the light would not come on. Pump is not currently in low battery status. Customer stated that, the back light did not work. They done with installing many new batteries within the last 3 weeks and stated the back light still not work at all. They stated that, the battery lasted longer than a week but it did before last even longer than that. Customer¿s mom declined troubleshooting of the low battery and failed battery since they are past events and were replacing the pump already. Customer advised to replace the insulin pump and if continue to use pump but monitor the pump and gives a call. The insulin pump will be returned for analysis.

Manufacturer narrative:
During back light check, there was a portion of the el panel that was not lit due to damaged el panel. However, unit received with all operating currents within specification, unexpected restart error test and displacement test. No unexpected low battery or failed battery test alarms noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.